Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge alarm 06 occurred twice. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence and insulin drips were not observed to be exiting the tubing during the load fill process. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 112 mg/dl.